Event description:
I wear biotrue contact lenses by bausch and lomb. About 2 weeks ago, the lens I put in my left eye was severely uncomfortable when I first put it in, so I pulled it out and rinsed it. It was still uncomfortable when I reinserted it, but as I was in a hurry, I left it in. Throughout the day, my eye became more and more irritated and red, so I ended up pulling out the lens and throwing it away. My eye continued to hurt and became swollen. The next day, it was so bad that I ended up wearing my glasses and using tobradex drops (made by bausch and lomb, ironically enough) to try to ease the discomfort. At the ned of the day, as I was washing my face, I felt something more in my eye. I blinked hard and surprise, out came a torn piece of contact lens that had been in there for two days. If this was the only time I had found a shred of a lens in with a whole lens, I might be willing to overlook it; however, I have noticed that in at least 8 or 9 of the lens cases there have been pieces of torn lenses packaged with the undamaged lenses. Unfortunately, the piece that lodged in my eye was stuck to the good lens, so I never saw it. My eyes was swollen and irritated for a week, and needless to say, I'm upset. I'm somewhat familiar with the concept of gmp's, and I feel that bausch & lomb's facility is in violation of the gmp laws.